Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after programming the minute ventilation on in this pacemaker and making adjustments to the sensors, the patient reported feeling like their heart was racing. However, the sensor trend did not show heart rates much over 100 beats per minute (bpm). Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported. This product remains implanted and in service.